Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the error. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform a failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a non-recoverable fault occurred during surgery. An intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the system logs and found error 319 on universal surgical manipulator (usm) 2. The or staff cycled system power before calling. The system was undocked from the patient at the time of the call. The isi tse asked the or staff to cycle the system power and emergency power off (epo) the patient side cart. Faults returned on power up. The isi tse assisted the customer with disabling usm2 and recovering the fault. The isi tse informed the or staff that usm2 needed service. The isi field service engineer (fse) later informed the isi tse that the surgeon was continuing with the case robotically using usm1, usm3, and usm4.the procedure was completed as planned with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The failure was confirmed and replicated. The usm was tested on an in-house system in normal mode where it triggered error 319. The usm also failed the fiber test. Failure caused by rolling loop due to low descending values. Golden rolling loop fiber was installed, and the usm passed the fiber retest. The failure was replicated with the original rolling loop fiber. The system logs also recorded error 1126. As fix the rolling loop assembly will be replaced to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.